Manufacturer narrative:
Corrections: the previous report included an incomplete investigation conclusion in additional MFR narrative: investigation conclusion: the customer's observation was not replicated in-house with retention products of the reported lot. Retention devices were tested in-house with cutoff serum controls (10 miu/ml hcg) and hcg-positive serum controls. All results were hcg-positive at the read time and met the qc specification. No false negative results were observed during in-house investigation. A review of manufacturing batch records did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required. The corrected investigation conclusion in additional MFR narrative: investigation conclusion: the customer's observation was not replicated in-house with retention products of the reported lot. Retention devices were tested in-house with cutoff serum controls (10 miu/ml hcg) as well as hcg-positive serum and urine controls. All results were hcg-positive at the read time and met the qc specification. No false negative results were observed during in-house investigation. A review of manufacturing batch records did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
The distributor reported a false negative hcg result for a patient using the cardinal health rapid test hcg combo 30t: the patient was tested with the cardinal health rapid test hcg combo 30t with a negative result. The test was repeated with another cardinal health rapid test hcg combo 30t with a positive result. Tests conducted approximately 15 minutes apart. The same serum sample was used for both tests. The pregnancy was confirmed by a serum beta-hcg test= 119,280 miu/ml using a new sample. The reference range for the beta-hcg test quantitative test is > 6 miu/ml. The patient presented with nausea and vomiting. Last menstrual period: (B)(6) 2016.

Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products of the reported lot. Retention devices were tested in-house with cutoff serum controls (10 miu/ml hcg) and hcg-positive serum controls. All results were hcg-positive at the read time and met the qc specification. No false negative results were observed during in-house investigation. A review of manufacturing batch records did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.